Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on his one touch ultralink meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that the alleged issue began on (B)(6) 2010. The patient tested his blood glucose and obtained a 130 mg/dl. The patient is on an insulin pump. Approximately 4 hours later, the patient developed symptoms of feeling dazed, sluggish, stiff, rigid, sweating, incoherent, tired, visual issues, slurred speech and hungry. The patient contacted the paramedics. Paramedics arrived and tested the patient using their device and obtained a 75 mg/dl at 8:19pm and 47 at 8:40pm and was treated with glucose tablets. The patient tested his blood glucose and obtained a 97 mg/dl at 8:34pm. The patient was taken in the ER and was in the ER for 6 hours and was treated with IV glucose. He claimed that his diabetes regimen was not changed in the ER. The patient does not recall what his reading was prior to leaving the ER. The patient tests approximately 10 times a day. A quality control test was done during the initial call and test strips passed using the control solution. The product was replaced. The complaint is being reported since the patient alleged that he was exhibiting symptoms suggestive of hypoglycemia; however, the meter was displaying high results. The patient was treated by ems and was taken to the ER for a blood glucose of 47 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.